Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the patient never had effective stimulation. Troubleshooting of reprogramming took place but was unsuccessful. Surgical intervention took place where the entire system was explanted to address the issue.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention may take place at a future to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [3] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10060229." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10001818.